Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.